Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse replaced and aligned reagent probe 1. Precision testing was run, resulting within range. The cause of the discordant, falsely low ca results was a faulty reagent probe 1. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low calcium (ca) results were obtained on three patient samples on a dimension exl 200 instrument. The discordant results were not reported to the physician(s). The samples were repeated on an alternate instrument, resulting higher. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low ca results.